Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 and h11 h4: manufacturing date for lot# dr24j16031 was 10/17/2024 h4: manufacturing date for lot# dr25d17031 was 04/21/2025 h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the alleged lot number is one of the following: lot dr24j16031, with expiration date 10/31/2029, and gudid (B)(4). Lot dr25d17031, with expiration date 04/30/2030, and gudid (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type blood/soln set underinfused during infusion. The expected infusion time for platelets was 1 hour, but the bag was still almost entirely full. The rate of the falling drips was quite slow for the set rate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.